Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete.

Event description:
The health care professional (hcp) reported that there was an explant for unknown reasons. The lead and implantable neurostimulator (ins) were explanted by pathology. It was unknown if the patient recovered completely. This occurred on (B)(6) 2016. Both the ins and lead were removed and it appeared that the lead was fractured. The hcp (caller) did not know anything about this system. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the stim lead ((B)(4)) body conductor was broken due to overstress/damage

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.